Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. There was no indication of any health impact to a patient at any time.